Manufacturer narrative:
510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a hardware removal due to a broken screw and nonunion. There were eleven (11) screws removed but only one was broken. It is unknown if there was a surgical delay. Patient and procedure outcome is unknown. Concomitant devices reported: (cortex screw 55mm part #: 204.855 lot #: lot unknown quantity: 1, cortex screw 50mm part #: 204.850 lot #: lot unknown quantity: 1, cortex screw 14mm part #: 204.814 lot #: lot unknown quantity: 2, cortex screw 16mm part #: 204.816 lot #: lot unknown quantity: 3, bone screw partially threaded part #: 207.035 lot #: lot unknown quantity: 1, bone screw fully threaded part #: 206.018 lot #: lot unknown quantity: 1, bone screw part #: 206.035 lot #: lot unknown quantity: 1) this report is for one (1) unknown - screws: trauma. This is report 1 of 1 for (B)(4).